Manufacturer narrative:
The investigation for the vascular damage has been completed. Clinical details states that an aortic dissection found during graft evaluation. No reports of excessive force or patient anatomy issues. No product was returned. The root cause of the vascular damage - great vessel was not determined as no product was returned and limited clinical information was provided d4-corrected model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The user facility reported a 77-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and via direct access and an aortic dissection was noted. CT (computed tomography) scan confirmed a stanford type a dissection. With the graphs being down and the aortic dissection, care team spoke with family, decision was made to withdraw care on patient. The patient expired after 15.68 hours of support. The relationship between the cause of death and the impella is unknown. R.